Event description:
Reference: MDR 1220063-2009-00046. Per telephone communication with draeger medical regarding the submittal of additional mdrs for each serial number listed on the initial MDR submitted, draeger is submitting this report. (B)(4). It was reported that there is a concern regarding the monitor's ability to accurately record and display a patient's blood pressure especially when it is outside of "normally acceptable parameters". There was no patient injury reported.

Manufacturer narrative:
Draeger investigated the reported incident. The basis in (B)(4) measurement is that the blood pressure should be stable during the testing period. If there is a decrease or fluctuation in blood pressure during the measurement, the pulse profile will be abnormal and result in an inaccurate reading. This is a well-known technology limitation of (B)(4) measurement. The accuracy of the (B)(4) blood pressure signal can decrease under the following conditions: weak pulse, irregular pulses, patient movement, respiratory and/or tremor artifacts. A repeat measurement will succeed in giving the correct readings. It is important to use draeger-approved cuffs as blood pressure measurements may also be inaccurate when using non-approved draeger cuffs. Despite our best efforts, the root cause for the reported "falsely" high blood pressure during a surgical procedure is unknown. No corrective actions are planned by draeger at this time. Draeger will continue to monitor for similar reports of this condition.